Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). The guide wire was returned for evaluation. The returned guide wire had its polymer jacket peeled off for approximately 13mm from the tip. The bare coils were partially disarranged with widened coil pitch. Circumferential damage likely caused by interfering with the stent struts was observed on the distal segment of the remaining polymer jacket. The ruptured end of the polymer jacket was stretched, indicating the polymer jacket was torn off by tensile stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the polymer jacket was damaged by interfering the stent struts. The damaged polymer jacket was probably peeled off by tensile stress generated with wire removal performed at the time when the guide wire was caught by the stent struts. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, potentiality could not be ruled out that some fragment(s) of the torn polymer jacket might be left in the anatomy. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the polymer jacket of an asahi guide wire peeled off during a pci to treat a severely calcified 75% stenosis in the left main through the lad. After a stent was deployed at the lesion, the asahi guide wire was advanced to the lcx trough struts of the deployed stent when the physician felt it was caught by the deployed stent. The guide wire could not cross the struts and removed from the vessel when distal part of the guide wire's polymer jacket was found peeled and missing. Missing polymer jacket was not found in ether guide catheter or microcatheter. A new guide wire was then advanced to the lcx and balloon dilatation was performed. Another stent was deployed at where the missing polymer jacket possibly remained. The procedure was completed with successful recanalization shown by ivus. The patient was fine without problem after the pci.